Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root cause of the fractured blade is incidental and prolonged activation against solid surfaces, such as bone, metal, or plastic during clinical use. The instructions for use state: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades." The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the distal tip of a har36 ultrasonic scalpel broke off in the patient. The tip was retrieved with no additional intervention required. There was surgical delay to retrieve the piece; however, the length of the delay was not reported. The procedure was completed successfully.